Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported the heart lung console could not connect to the online blood gas parameter. The user observed the error message "p02=999" displayed on the central control monitor. The user reported the interface module failed to connect to the device. No other details regarding the nature of the event were provided. Since the event occurred after the cardiopulmonary bypass procedure, there was no pt involvement during this event.